Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. The cycler underwent and passed the mushroom head check. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler found dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation

Event description:
It was reported that a liberty select cycler would not turn on during power up of the patient's peritoneal dialysis (pd) treatment. The power cord was properly connected in both ends and cycler was securely plugged directly into a three prong wall outlet. There was no recent power outages in the home or in the area reported. At that point in time, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the patient's cycler. A replacement cycler was issued to the patient. Additional information was requested, however; to date has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.